Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was up to almost 400 mg/dl and other blood glucose levels were 185 mg/dl, 90 mg/dl. Customer stated insulin delivery was not suspended due to sensor glucose and blood glucose difference. Customer stated they was in auto mode a year ago. The device will not be returned for analysis.